Event description:
It was reported that the burr became stuck on the wire. A 1.50mm rotalink plus and rotawire were selected for use. During procedure, resistance was felt upon delivering the burr. The rotalink plus became stuck during insertion over the rotawire. The device was forcibly pulled out to resolve the restriction. Ablation was performed at 200,000 rpm and the procedure was completed with the original device. No patient complications were reported.